Event description:
According to the reporter; the blue seal came off during the procedure but did not fall into the pt cavity nor was any pt injury reported. The surgeon used another onb5stf to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).